Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event. The reporter stated that the patient had a blood glucose of 22 mg/dl with no associated symptoms of hypoglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had adjusted the basal rates after the event. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: a review of the total daily dose history showed the pump was out of order from (B)(6) 2017 to (B)(6) 2018 to (B)(6) 2008 to (B)(6) 2018 and from (B)(6) 2018 to (B)(6) 2018. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering accurately within the required range. No alarms or delivery interruptions occurred during testing. The complaint of an inaccurate delivery issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.